Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing fluctuating blood glucose (bg) levels that ranged from 39 mg/dl to ¿high¿ (specific bg value was not provided), cause was unknown; with large ketones that a health care provider determined to be dangerous/life threatening. Customer gave a manual injection and correction bolus via pump to address high bg level and consumed carbohydrates and "baqsimi" glucagon to address low bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.